Event description:
A surgical technologist reported following intraocular lens implantation procedure, the doctors have reported about shards of plastic in eye coming from the cartridge, described it as an adherent film that is on the optic. Often times it can be peeled off with aspiration. Additional information was requested and received.

Manufacturer narrative:
The used cartridge was returned for evaluation. Viscoelastic was observed in the cartridge. Inner scrape observed left side of tip. The cartridge has evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. The cartridge met specification for the presence of top coat; disruption observed interior left side. Associated products were not provided it is unknown if qualified products were used. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridge, the reported foreign material may have been internal coating material from the damaged cartridge tip. Associated products were not provided. It is unknown if qualified products were used. Per the instructions for use (IFU): the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).